Manufacturer narrative:
The source lvp s/n (B)(4) was not returned. The customer returned lvp s/n (B)(4), however the customer reported the issue is occurring on 100% of the lvps. The complaint investigation was performed on the received lvp s/n (B)(4). The customer¿s experience during preventive maintenance the source lvp failed the ¿patient side occlusion¿ test, displaying ¿air in line detected¿. The failed patient side occlusion test can be attributed to a faulty bottle side pressure sensor, however during the failed patient side occlusion test, the source lvp alarmed and the pcu displayed ¿channel error¿ code 240.4150 (sensor broken high failure). The ¿air in line detected¿ message was not replicated. A pm was performed on the returned lvp s/n (B)(4), using asm v10.33 and the customer returned 8100 rate control set. The set had expired (B)(6) 2017. The lvp was observed failing the patient side occlusion test and alarming with a channel error, code 240.4150 (sensor broken high). The bottle side pressure sensor was replaced and the pm resumed. The pm was restarted and completed with no errors or malfunctions. Risk assessment: the pressure sensors have been previously risk assed in ra (B)(4). CAPA: CAPA# (B)(4) was issued to investigate failed pressure sensors. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4).

Event description:
The customer upgraded all alaris systems to v9.33. And updated their asm to v10.33. During preventative maintenance the patient side occlusion test fails displaying the message " air in line detected.¿ it was reported by the biomed 100% of the lvp's are failing. It was verified customer was in external communications before connecting to asm. After cleaning the ail, leaving the ail somewhat damp the test will pass however after a few minutes of drying the test will fail again. There was no report of patient involvement.